Event description:
The customer reported receiving technical error 43 on the device. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. Technical error 43 (lcd failure communication) triggers an alarm and stops the pump. The device was received for evaluation. A review of the device event log confirmed the reported issue of error 43. The event log review also found the following error codes: error 43 (lcd failure communication), error 44 (lcd driver failure), error 45 (defective lcd voltage), and error 99 (activation of the watch dog). The display board was replaced to resolve errors 43, 44 and 45. The cpu board and the power supply board were replaced to resolve error 99. After repair, the device was found to meet specification.